Event description:
It was reported by the sales consultant that, while the surgeon was placing the last screw using a variable angle olecranon plate, after he drilled and measured for the screw, he implanted the screw on power with a torque limiting attachment, however the screw never engaged into the plate, it kept spinning. The surgeon tried to remove the screw since it would not engage and he could not get the screw out. He decided to leave the screw in and completed the case. There were no issues with the other screws or the torque limiter. Due to the screw engaging issue and the attempts made by the surgeon to remove the screw, the procedure was delayed approximately 10 minutes. The surgeon decided to leave the screw implanted and felt that the issue encountered was due to the torque limiter. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative:device used for treatment and not diagnosis. There is no visible damages. The device was sent to the power tools service dept. For evaluation. The device was measured and meets fully to the specification. The measured torque meets to the specification. Torque limiting attachment. Device is an instrument and is not for single use.